Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent fluid and "feeling unwell." The patient did not require hospitalization. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) and (ip) gentamicin (dose, and frequency not reported). Three days later, the patient discontinued gentamicin and was treated with oral ciprofloxacin (dose, frequency and duration not reported). Two days later, the patient discontinued extraneal therapy. At the time of this report, the cause and patient outcome is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.